Manufacturer narrative:
(B)(4). Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the device did not work. While removing the stapler, the patient's bowel perforated. Bowel was oversewed.